Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Multiple por's (power on reset) found recorded in s2d (B)(4) for memory por, ramware area 5 crc block. One - patient alert for device circuit error with a recorded time stamp (B)(6) 1994 00:00:01.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Multiple por's (power on reset) found recorded in s2d file (B)(4) for memory por, ramware area 5 crc block. A 1 - patient alert for device circuit error with a recorded timestamp (B)(4)-1994 00:00:01. First por for vreg/glitch may indicate an internal circuit/external lead short circuit issue during therapy shock with por from a hardware detected voltage dip. Upon analysis, no anomalies found. The investigation is ongoing and device was sent for further analysis.

Event description:
It was reported that there was a por (power on reset) with a shutdown of wireless telemetry and reset of the clock to 1994. The por apparently occurred after the patient received 8 shocks, and the patient received 4 more shocks after the por, all in the same evening. Follow-up determined that the first 8 shocks were lost due to the por, but the physicians felt that the last 4 shocks were due to a very rapid svt (supraventricular tachycardia) or sinus tachycardia. The device was explanted and replaced. No further patient complications have been reported as a result of this event.